Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer¿s stylus was not working. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: the complaints were confirmed and attributed to a connection problem between the printed circuit board (pcb) and display. The pcb was replaced, the connection reset, and the display calibrated. The software was reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was emitting a beeping sound at the main screen.